Event description:
Edwards received notification that a ce perimount valve implanted in aortic position was explanted after an implant duration of approximately 9 years and 4 months for unknown reason. A 25mm tissue valve was implanted in replacement. The patient was around 45-years-old at the time of implant.

Manufacturer narrative:
The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, a definitive root cause cannot be conclusively determined.